Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) episode. The patient indicated that on (B)(6) 2012, he suffered a low bg level of "22 mg/dl" at 2:50 am. His wife reportedly woke him up after noticing that he was sweating and wiggling in bed. The patient was able to consume orange juice, chocolate milk, and a peanut butter and jelly sandwich. On (B)(6) 2012, at 6:50 am, the patient's bg level was at "236 mg/dl." During a review of the pump, the patient mentioned that he had changed the pump's basal rates 2 weeks earlier on an unspecified date/time without any health care professional (hcp) recommendations. The patient changed the basal rate settings on his own. According to the patient, he changed the basal rate to 0.5 units/hr from 10pm to 12am. In addition, he lowered the basal rate to 0.25 units/hr from 12am to 4am. The last time the patient had seen an hcp was 3 months earlier. The patient explained that he had moved and was in the process of setting up an appointment with a new office. No remarkable alarms were noted in the pump's alarm history. All boluses were completed upon review of the pump's bolus history. The pump's basals, boluses, and tdd added up correctly. He denied having any weight changes. The patient did not report having the need to seek or receive medical intervention during the time of concern. The patient mentioned that a couple of months earlier, the pump started having a short battery life issue. He claimed that he had to change the battery once a week. The patient observed that the threading in the battery compartment were worn but he was still able to secure the battery cap to the pump. The yellow o-ring was not visible. He admitted, however, to seeing small cracks around the entire border and display of the pump. It is unclear when the patient first noticed the threading issue and cracks on the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he suffered a low bg level suggestive of severe hypoglycemia. However, at this time, it is unknown if a pump issue and/or use-error contributed to the patient's injury.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery or functional defects were found with the returned pump. Unrelated to the complaint, evaluation revealed a dim/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.